Manufacturer narrative:
Data shows the device generated an 0x22, main is in critical, hazard alarm. No damages or deficiencies were observed that would contribute to the generation of the reported alarm. The cause of the reported 0x22 hazard alarm could not be determined. The exposed portion of the soft cannula was observed to be kinked. During the investigation, this damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed during the leak test. The data downloaded from the device did not show any timeouts or drive stalls during the run. The observed kinked soft cannula did not contribute towards the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient received a pod hazard alarm after approximately 42 hours of wear on the arm. This resulted in the patient¿s blood glucose increasing to 30 mmol/l (540 mg/dl). The patient applied a new pod and successfully resumed therapy. Investigation of the device confirmed a bent cannula.